Event description:
It was reported that while using panel phoenix nmic/ID-307 escherichia coli was misidentified as citrobacter farmeri. There was no report of patient impact. Report 2 of 4

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as citrobacter fermerii or enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213033. The customer returned isolates and panels but did not return phoenix generated lab reports for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled as e. Coli sj-1 through sj-4. Complaint batch 3213033 was unavailable for investigation testing and a comparable batch was used. To investigate, two comparable panels each were tested using customer returned isolates e. Coli sj-1through sj-4 on a phoenix m50 machine and evaluated for identification results. Then, one control panel each from the same material but different batch were inoculated with customer returned isolates e. Coli sj-1through sj-4 on a phoenix m50 machine and evaluated for identification results. All twelve panels identified their isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five additional complaints on complaint batch 3213033, four of which are related to this defect but unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.